Event description:
It was reported that a patient underwent "dorsal cervical spine stabilisation" procedure. The rod implanted during the surgery has broken post-op. Revision is planned to replace the broken rod.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: visual review confirms rod breakage. Returned rod is broken in two at the junction between the ø3.2 and ø3.6 sections of the dual-thickness rod. No surface defect that appears to have contributed to crack initiation and propagation identified. Optical examination of the fracture surfaces identified significant damage and smearing on both side of the fracture. The fracture as received presents a fairly flat fracture, with some progressive convex striations consistent with cyclic fatigue note. Fracture damage is likely due repetitive impact between the two broken sections of the rod. Both ends of the rods have been cut with a rod cutter. Conclusion: after visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing of the implant. The above observations are consistent with cyclic fatigue.